Event description:
The customer reported that an 840 ventilator was inoperable. The customer did not report if there was patient involvement. The customer has elected not to have the ventilator evaluated or repaired at this time. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).